Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The returned wallflex biliary rx stent system and delivery system was analyzed, and a visual evaluation noted that the stent was received fully covered and undeployed. The outer sheath was returned kinked, detached at the section between the outer blue sheath and the clear gas section, and stretched out in the gas section. The inner sheath and gas ramp were returned kinked. There were holes noted in the stent cover. A functional inspection could not be performed due to the condition of the returned device. The stent was manually deployed by gripping the outer sheath and pulling the tip distally. The outer diameter of the catheter was measured and was found to be within specifications. No other issues with the device were noted. The reported event of stent partially deployed could not be confirmed as the stent was received fully deployed. It was confirmed that the outer sheath was returned kinked, detached at the section between the outer blue sheath and the clear gas section, and stretched out in the gas section. It was also confirmed that the inner sheath and gas ramp were returned kinked and holes were noted in the stent cover. The investigation concluded that the reported events and the observed failures may have been related to the interaction with the scope and/or the anatomy of the patient, which could have caused resistance. The resistance could have caused the physician to use excessive force during the attempted stent deployment, resulting in the detachment of the delivery system in the gas section and the kinks found during the device analysis. The holes found in the stent cover could be from when the physician attempted to re-sheath the stent. Therefore, the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted to treat a common bile duct stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the stent partially deployed immediately and could not be re-sheathed. The stent was removed from the patient partially deployed on the delivery system. Another wallflex biliary stent was to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of stent cover damage.